Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown_lead. Lot# serial#: unknown, implanted: (B)(6) 2006, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that electrodes 8, 9, 10, and 11 were high. Contacts 1, 2, and 3 were all greater than 800 ohms. The impedances were high and they weren't sure of the cause of the impedances- the patient reported that after the cat scan the issue occurred. The impedances had not been resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2006, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the rep met with the patient in a medical office today. The patient expressed to he had a cat scan on (B)(6) 2018 and after the cat scan it was noticed the patient's cervical lead was not working. The patient stated the device was working properly before the scan and the patient turned their device off during the cat scan. An impedance check showed impedances on cervical lead. The patient spoke with the medical doctor and they will most likely get a revision. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Product ID: 3487a-56, lot# j0437418v, implanted: (B)(6) 2006, product type: lead. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Correction to original 'date received by MFR' date, corrected date is 2018-07-02 information was previously reported under manufacturer¿s report 3004209178-2018-17027, further information will be reported under the current report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient had a revision scheduled for (B)(6) 2019. The representative believed that the healthcare provider was going to place a new lead up to the cervical area and may replace the implant as well.

Manufacturer narrative:
Concomitant medical product: product ID: 3487a-56, lot# j0437418v, implanted: (B)(6) 2006, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.